Event description:
It was reported a patient's atrial lead presented with low pacing impedance and oversensing noise. No changes were reported. The patient was stable.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were not confirmed. As received, a complete lead was returned in two pieces. Lead impedance test could not be performed due to as received condition of the lead. During electrical testing the lead was shorting due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes the atrial lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.